Event description:
It was reported that after surgery, it was observed that the motor device had the ¿insulation pulling away from end of the cord¿. There were no injuries, medical intervention or prolonged hospitalization reported. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable cause was determined to be mis-handling. If additional information should become available, a supplemental medwatch report will be sent accordingly.